Event description:
Same event as MFR report #: 2134265-2009-03460. It was reported that during an unspecified procedure, filter deployment difficulties were encountered. The access site was the jugular vein. A pre-procedure venacavagram was performed with no notable signs of thrombus. The physician deployed the first greenfield vena cava filter, and the filter did not open. The physician then deployed a second greenfield vena cava filter, and only one limb opened. The physician then deployed another manufacturer's filter, which deployed successfully. The procedure was successfully completed, and patient's status was reported as 'stable'.